Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the air supply operation stopped while the alarm sound was sounded by detecting the abnormality of the pressure sensor on the main printed circuit board. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pneumoperitoneum stopped while using the insufflation unit. The issue occurred during a therapeutic laparoscopic lumbar resection procedure. The procedure was delayed twenty minutes and was continued after replacing with a similar device. There were no reports of patient harm.